Manufacturer narrative:
Upon investigation we found a piece inside the switch case was broke and caused it to remain on after it was depressed, and had to be manually shut off. Since the manufacture of this pad we have changed the switch design. This pad was also well beyond life expectancy.

Event description:
Pad turns on by itself and stays on.